Manufacturer narrative:
Result of investigation: a visual and functional test was carried out on the endoscope. There are normal wear marks on the outer surfaces of the endoscope. There are worn marks on the video plug of the supply cable. The distal tip bushing is leaking. The angle cover is slightly folded. The distal tip objective lens is dirty and the image is foggy. All these defects are due to usage errors and/or wear. The error described by the customer, 'no image, only image interference', could be confirmed. The cause of this defect is residue on the outer surface of the objective lens. The endoscope is not being cleaned properly by the user. According to the IFU visual as well as functionality should always be checked before every use to avoid injuries and damages to the product. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the device shows no image, only image interference. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).